Manufacturer narrative:
(B)(4). Visual examination of the screw revealed that the inner cap (saddle) is loosened to a certain degree from its intended location. Also, the screw has significant indentation marks and worn threads from the operative usage. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause cannot be determined from the sample and the information provided. A potential root cause may be excessive force inadvertently placed on the drive feature of the screw during tightening, potentially at a significant angle, resulting in the saddle falling apart during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the surgery for thoracic posterior fixation was performed for by using the expedium plus spine system. During the surgery, the surgeon had an uncomfortable feeling with the screw (186731635, lot#: 190598) when he was trying to attach it to a screw driver (part#: unk). Then he tried to detach it from the screw driver, but it could not be detached at all. The surgery was successfully completed with a less-than-30-minute delay, and there was no adverse consequence to the patient. No further information has been provided.